Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised due to instability approximately 8 years post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown 00598003701 - stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 62647836. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.